Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
It was reported that the customer stated the b key was not responding. The customer stated that their blood glucose was normal and did not require medical treatment. Nothing further reported.